Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the left essure device is displaced") in a female patient who had essure inserted (lot no. A50514) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: history essure on (B)(6) 2012 findings the night essure device is in satisfactory position in the right fallopian tube the left essure device is abnormal in posrton, situated at the level of the lac crests and projecting over the left l5 transverse process on the ap vew the right fallopian tube is occluded there is no contrast passing through the left fallopian tube this could reflect spasm or mucous plugging however, and tubal occlusion cannot definitively be verified given the abnormal position of the essure device unremarkable endometrial canal gven recent post-gravid state impression 1 the left essure device is not located within the left fallopian tube, presumably peritoneal in location the left fallopian tube does not appear patent on this examination, but this could simply represent spasm or mucous plugging can't confidently confirm left fallopian tube occlusion based on thus examination 2 unremarkable appearance of right uterine device with occlusion of right fallopian tube [pathology test] on (B)(6) 2021: pre op diagnosis pelvic pain in female, displacement of other genital tract device, initial encounter, fertility testing post op diagnosis pelvic pain in female , displacement of other genital tract device, initial encounter final pathologic diagnoses: essure coil, removal: silver metallic material, as described below (gross diagnosis only gress description received in formalin labeled "essure coil" is a coiled portion of silver metallic material measuring 10.2 cm length x less than 0.1 cm in diameter [ultrasound abdomen] on (B)(6) 2020: narrative & impression history: encounter for post essure sterilization check, comparison: none findings: the lung bases are clear. Intestinal gas is seen within nondistended small bowel and colon. There is no evidence of ileus, obstruction, or pneumoperitoneum. No radio opaque calculi are seen. The visualized osséous structures are unremarkable. Bilateral tubal ligation wires are noted in the pelvis. Impression: no active disease in the abdomen [ultrasound pelvis] on (B)(6) 2020: clinical: encounter for post essure sterilization check reason for exam dx: encounter for post essure sterilization check findings: a single essure device is noted along the right lateral aspect of the uterine fundus, presumably in the proximal right fallopian tube. A similar device is not seen on the left side of the uterus. It appears to be located at the lower anterior abdomen adjacent to the anterior abdominal wall. Impression: 1. Right-sided essure device is noted adjacent to the right lateral fundus. 2. The left essure device is displaced and currently located adjacent to the lower anterior abdominal wall. 3. Moderate fluid distention of the endometrial canal with a rounded extension into the lower anterior concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical history,lab data,patient information,reporters,indication,lot no.,addedmedical device removal was updated to device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2012, the patient had essure inserted. On (B)(6)2021, 2937 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 35-year-old female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 8 years after insertion of essure. The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the left essure device is displaced") in a female patient who had essure inserted (lot no. A50514) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: history essure (B)(6) 2012. Findings: the night essure device is in satisfactory position in the right fallopian tube the left essure device is abnormal in position, situated at the level of the lac crests and projecting over the left l5 transverse process on the ap view the right fallopian tube is occluded there is no contrast passing through the left fallopian tube this could reflect spasm or mucous plugging however, and tubal occlusion cannot definitively be verified given the abnormal position of the essure device unremarkable endometrial canal given recent post-gravid state. Impression: the left essure device is not located within the left fallopian tube, presumably peritoneal in location the left fallopian tube does not appear patent on this examination, but this could simply represent spasm or mucous plugging can't confidently confirm left fallopian tube occlusion based on thus examination 2 unremarkable appearance of right uterine device with occlusion of right fallopian tube. [Pathology test] on (B)(6) 2021: pre op diagnosis: pelvic pain in female, displacement of other genital tract device, initial encounter, fertility testing. Post op diagnosis: pelvic pain in female, displacement of other genital tract device, initial encounter. Final pathologic diagnoses: essure coil, removal: silver metallic material, as described below (gross diagnosis only. Gross description: received in formalin labeled "essure coil" is a coiled portion of silver metallic material measuring 10.2 cm length x less than 0.1 cm in diameter. [Ultrasound abdomen] on (B)(6) 2020: narrative and impression. History: encounter for post essure sterilization check. Comparison: none. Findings: the lung bases are clear. Intestinal gas is seen within nondistressed small bowel and colon. There is no evidence of ileus, obstruction, or pneumoperitoneum. No radio opaque calculi are seen. The visualized osséous structures are unremarkable. Bilateral tubal ligation wires are noted in the pelvis. Impression: no active disease in the abdomen. [Ultrasound pelvis] on (B)(6) 2020: clinical: encounter for post essure sterilization check reason for exam. Dx: encounter for post essure sterilization check. Findings: a single essure device is noted along the right lateral aspect of the uterine fundus, presumably in the proximal right fallopian tube. A similar device is not seen on the left side of the uterus. It appears to be located at the lower anterior abdomen adjacent to the anterior abdominal wall. Impression: right-sided essure device is noted adjacent to the right lateral fundus. The left essure device is displaced and currently located adjacent to the lower anterior abdominal wall. Moderate fluid distention of the endometrial canal with a rounded extension into the lower anterior batch no: a50514. Production date: 2012-09. Expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.